Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient indicated to be true to periodontal, sensitivity, discomfort, loose, and jaw discomfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.